Event description:
When error 564 occurs, the system alerts the operator with an audible alarm and visual red severe error box with the message "programmer error, call technical services". The system does not stop operation when the error occurs, and the operator can choose to close the error box and continue. If error 564 occurs it is associated with a specific, identifiable sample and there is a possibility that the result generated for that sample may be incorrect. Therefore, it is essential that the operator stop operation and contact technical services. A technical bulletin was distributed to all operators. Wording within the technical bulletin will be added to product labeling in the next revision.